Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opening while locked. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip was inserted, and the leaflets were successfully grasped. After closing the clip, the arm positioner was turned from closer to neutral. At this time, it was observed the clip had settled and opened slightly more than five degrees, causing some mr to return. The physician decided to regrasp the leaflets, but this same issue occurred three more times. The physician attributed the returned mr due to a significant tissue bridge; therefore, the decision was made to implant the clip. After removing the lock line pulling the pin and turning the arm position in the open direction to expose the groove, the clip opened from its closed locked position to approximately 60 degrees. The clip remained stable; therefore, the physician decided to not implant an additional clip. However, mr remained at a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. A review of the compliant history identified no similar incident reported from this lot. Based on information reviewed, a cause for the reported clip opening while locked resulting in unchanged mitral regurgitation (mr) in this incident could not be determined. Unchanged mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.